Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: dsm biomedical - kensey nash. Inspection and release by: monument, part number: 07.704.003s - norian drillable inject 3cc - sterile, lot number: ds7006674 (sterile), lot quantity: (B)(4), release to warehouse date: may 13, 2021, expiration date: july 28, 2022 . Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns061656 rev u met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Certificate of conformance sterility parameters were reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while preparing the injectable, the syringe was not attached to where it received the norian inside the syringe. It was detached, so when rolling it through the norian mixer , the norian was not going into the syringe, it was spreading at the back. There is a 5-minute delay procedure outcome and patient status are unknown. This complaint involves (1) device. This report is for (1) norian drillable inject 3cc-sterile. This report is 1 of 1 for (B)(4).